Event description:
It was reported that nurse had a pediatric patient below target on the arctic sun device and asked for troubleshooting help. The target temperature was 36.5c, patient temperature was 35.1c, water temperature was 21.6c, flow rate was 0.5lpm and patient weighed 5.8 kilograms. The abdominal area was not covered with arctic gel pad. Mss explained to nurse about appropriate size pad with abdominal area covered was needed. No alerts or alarms were verbalized. Mss discussed with nurse to disconnect and reconnect pad using proper technique. Mss also asked nurse to verify no kinks in tubing and rectal temperature source. By end of call nurse adjusted pad and flow rate went up to 1.7lpm. The nurse called 20 minutes later and stated that they decided to change out device prior to second call. The patient temperature was 34.8c, water temperature was 27.8c and climbing, and flow rate was 1lpm. The nurse would tag first device and send to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that nurse had a pediatric patient below target on the arctic sun device and asked for troubleshooting help. The target temperature was 36.5c, patient temperature was 35.1c, water temperature was 21.6c, flow rate was 0.5lpm and patient weighed 5.8 kilograms. The abdominal area was not covered with arctic gel pad. Mss explained to nurse about appropriate size pad with abdominal area covered was needed. No alerts or alarms were verbalized. Mss discussed with nurse to disconnect and reconnect pad using proper technique. Mss also asked nurse to verify no kinks in tubing and rectal temperature source. By end of call nurse adjusted pad and flow rate went up to 1.7lpm. The nurse called 20 minutes later and stated that they decided to change out device prior to second call. The patient temperature was 34.8c, water temperature was 27.8c and climbing, and flow rate was 1lpm. The nurse would tag first device and send to biomed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.